Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex esophageal stent was returned for analysis. Visual examination of the returned device noted that only the stent was returned and the retention suture had detached from it. During the procedure, the stent suture was reportedly cut accidentally by the biopsy gripper when the physician tried to reposition the stent. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the lower part of the esophagus during an esophageal stent procedure performed on an unknown date. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the stent was already partially deployed when the physician tried to reposition the stent with a biopsy gripper; however, the stent removal suture got caught and broke. The partially deployed stent was then removed from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the lower part of the esophagus during an esophageal stent procedure performed on an unknown date. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the stent was already partially deployed when the physician tried to reposition the stent with a biopsy gripper; however, the stent removal suture got caught and broke. The partially deployed stent was then removed from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.